Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine and dilaudid at unknown concentrations and doses via an implantable infusion pump. The indication for use was non-malignant pain and other chronic intractable pain of the trunk and limbs. The caller inquired about magnetic resonance imaging(MRI) guidelines associated with the use of her pain pump. It was reported that the doctor wanted to do an MRI on the patients lower back because of her sciatic and perform surgery for the patients "other problems". The patient has had sciatica that started about 3 years ago. It was noted as being so bad sometimes that "she can't walk". It was reported that"they did an infection in her spine a couple months ago" and that the patient's discs are so close that "they could hardly get in" and is why the MRI was necessary. No further complications have been reported as a result of this event.